Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the patient fell the day prior to this report and today he noticed that the stimulation was not in the same location. Additional information received from the patient reported he had informed his managing physician about the issue, but an appointment had not yet been made. The issue had not been resolved as on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.